Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following non reportable malfunctions were also noted: a brush was sticking out from the suction connector, angulation in the up direction is out of standards due to worn of angle-wire, suction amount is out of standards due to damage of channel tube, liquid leaks due to scratch of distal-end, liquid leaks due to cutting part of bending section cover, liquid leaks due to damage of suction connector, liquid leaks due to deformation of light guide connector, screen is partly dark due to scratch of charge-coupled device lens, the condition of light guide bundle is not good, there is crease at the charge-coupled device lens, light guide lens is polluted, the color of light guide lens is changed, bending tube is crumpled, the adhesive part of bending section cover is broken, the connecting tube is crumpled, there is crease at the switch button three, there is crease at the video cable protector, air water cylinder is deformed, suction cylinder is deformed, insertion tube has wrinkle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to physical damage on the device. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual 5.5 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, the customer' allegation was confirmed. Additionally, the evaluation determined the cable protector was damaged. In addition, when brushing the scope unidentifiable black material was coming from the s-cylinder. The scope was not being used on a patient when the issue was discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use for a diagnostic procedure, the video is displaying on the monitor, however, there is noise (vertical band noise) on the gastrointestinal videoscope. During evaluation, foreign material is coming out from s-cylinder. There were no reports of patient harm associate with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.